Event description:
It was reported that inflation could not be maintained on one (1), size 6 dfen, disposable cannula fenestrated low pressure cuffed tracheostomy tube. The device was tested prior to use where no problems were detected. The involved 6 dfen had been in use three (3) months when the inflation problem occurred. There was one (1) pt involved with no reported pt injury. The 6 dfen device returned to the MFR on 09/15/98 for ID, analysis and investigation.